Event description:
The consumer's wife alleges the walker suddenly collapsed while in use, causing her husband to fall and become injured. No serious injury is alleged.

Manufacturer narrative:
User was reportedly using the walker in their home when the alleged incident occurred. Initially consumer alleged medical intervention as they required antibiotics as a result of the incident. On a follow up conversation with the user, it's now reported that they had just sustained bruising. The walker is 15 years old. The user indicated that this device does not meet their particular needs due to the fact that their carpeting is very thick and the wheels would get stuck; the most likely cause of this event. MDR filed based on alleged unconfirmed medical intervention.